Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (event site mail), g3, g6, h2, h11. Corrected fields: e3.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and autofill tests were performed and passed. Calibrated unit to factory specifications. The issue could have came from an improper catheter extension. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp) had auto-fill failure. There was no patient involved.